Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt had fallen down a flight of stairs and was sore from it. The pt's device "quit" two days following the fall. The pt's device was turned off. Further info is being requested from the hcp.